Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station 1 was in disconnected mode and experienced delays during sign-on. A field service engineer found that the station had the wrong name and was pulling an incorrect ip (internet protocol) address. The engineer logged into the admin settings, corrected the station name, enabled dhcp for internet settings, and rebooted into admin mode. After verifying that the station was pulling a valid ip address, the engineer restarted the remote smart service (rss) with the correct serial number and station name. Upon rebooting into the application, the station displayed a ¿not detected on the bus¿ error. The engineer shut down the station for 10 minutes and then rebooted it into the application, which resolved the issue. The station successfully connected to rss, and the disconnect and override errors were cleared. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was in disconnected mode. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device was in disconnected mode. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.